Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the midly tortuous, severely calcified, 80% stenosed circumflex (cx). The physician direct stented a taxus express2 2.5 x 8 mm drug eluting stent in the cx. The physician fully deflated the delivery balloon but encountered difficulties withdrawing the balloon. The balloon was sticking to the stent. The physician re-inflated and deflated the balloon a couple of times and was eventually able to pull the balloon free. No pt complications were reported.